Event description:
It was reported the nozzle of the gastrointestinal videoscope was clogged with foreign material. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Confirmation of physical damage to the subject device at the foreign material adhesion point additionally, no physical damage was observed for the foreign material adhesion point. A definitive root cause cannot be determined. It was confirmed that instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.